Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify the event -did the hematoma occur before use of the drain? Was drainage device being used to drain the hematoma? Did the device not drain after its first activation? Was there a failure of the locking plate mechanism of the reservoir? Was any anomaly/defect found on the device before use on the patient? Was the anti-reflux valve found detached/closed/opened? Did the reservoir inflate quickly upon activation? Was leakage detected? If so,where? Did the end users check to assure that all connections were secure during activation? Yes or no. How was the hematoma drained / treated? How large was the swelling? It is possible that the swelling may have prevented the drainage? Event date if available. Lot number of the drain.

Event description:
It was reported that the patient underwent a prosthetic replacement/arthroplasty procedure on unknown date and the reservoir was connected to a drain. On the second day of post-op, the negative pressure of the reservoir did not work after the drain was placed in the joint in order to remove a hematoma. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify the event -did the hematoma occur before use of the drain? The hematoma occurred before use of the drain. Was drainage device being used to drain the hematoma? Yes, it was. Did the device not drain after its first activation? No, it did not after its first activation. Was there a failure of the locking plate mechanism of the reservoir? No, there wasn¿t. Was any anomaly/defect found on the device before use on the patient? No, but detailed information was not provided. Was the anti-reflux valve found detached/closed/opened? No information. Did the reservoir inflate quickly upon activation? No information. However, during evaluation, the reservoir inflated slowly. Was leakage detected? If so,where? No leakage was detected. Did the end users check to assure that all connections were secure during activation? Yes or no yes, but the detailed information was not provided. How was the hematoma drained / treated? No information. How large was the swelling? No information. It is possible that the swelling may have prevented the drainage? N/a. Event date if available no information. Lot number of the drain the lot number of the drain tube (11227) is unknown.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. All components are in place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.